Event description:
Called to look at this ventilator, where upon it was found that the unit was delivering 18cm h2o peep instead prescribed 8. The pt was having retractions and also was having difficulty cycling the ventilator. The pt was bogged while the ventilator was swapped out with an identical unit. After changing ventilator, the pt stopped retracting, relaxed, and had no more difficulty cycling the ventilator.